Event description:
During manufacturer review of a patient's vns programming history, it was noted on (B)(6) 2010 the device was interrogated and the settings were 1.75ma/30hz/500pulsewidth/30sec on/5min off, systems diagnostics were then performed, and a final interrogation was done when the patient left the visit. On (B)(6) 2010 the first interrogation the device settings were 0ma/20hz/500pulsewidth/30sec on/5min off which are indicative of an interrupted systems diagnostics test. The device settings were programmed to intended settings on (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.